Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure; pbu cable. Specific component(s) involved: external controller malfunction; replacement of external controller; causative or contributing factor: no specific contributing cause identified. Intervention(s): type: lvad.